Manufacturer narrative:
The complaint device was received and evaluated. Visual observations reveal that the inserter tip is broken. As mentioned in the IFU, twisting or applying a bending force to the inserter can damage the anchor, suture or the inserter tip. It was reported that the user believes that the insertion might have been off-axis, which would have attributed to the reported failure of the inserter tip. The root cause for the reported failure is attributed to user technique. A batch record review has been and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Therefore, at this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during rotator cuff repair the tip of the inserter broke when the surgeon inserted the device into a bone hole. It was not reported on whether broken piece was left in the patient's body. There was no surgical delay. No further information is available at this point. The backup device was used to complete the case.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Event description:
It was reported that during rotator cuff repair the tip of the inserter broke when the surgeon inserted the device into a bone hole. It was not reported on whether broken piece was left in the patient's body. There was no surgical delay. No further information is available at this point. The backup device was used to complete the case.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Event description:
It was reported that during rotator cuff repair the tip of the inserter broke when the surgeon inserted the device into a bone hole. It was not reported on whether broken piece was left in the patient's body. There was no surgical delay. No further information is available at this point. The backup device was used to complete the case.